Manufacturer narrative:
The 5076-52 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not capturing and the patient's heart rate was falling below the programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.